Event description:
Medtronic received information that 5 months post implant of this 25mm aortic bioprosthetic valve, a defibrillator was implanted. The reason for the defibrillator was reported as "primary prevention". It was stated that the patient was never shocked. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A4, a5b, b5, b7 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the defibrillator implant, the patient developed chronic persistent atrial fibrillation with controlled ventricular response and was asymptomatic. An echocardiogram performed prior to defibrillator implant noted nonischemic cardiomyopathy with ejection fraction of 20% and an electrocardiogram performed noted wide-complex tachycardia consistent with left ventricular outflow tract (lvot) ventricular tachycardia. It was stated that the patient had symptoms of fatigue, shortness of breath and lower extremity edema. No additional adverse patient effects were reported.